Manufacturer narrative:
(B)(4). D10: 00811400100 cpt 12/14 stem size 1 cocr 66650980. 110031012 28mm i.d. 44mm o.d. Size f bearing 66603521. G2: foreign: australia. Visual examination of the provided pictures identified the explanted device but cannot be used to confirm the reported event. Device not returned; further analysis cannot be made. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Medical records were not provided. A definitive root cause cannot be determined. This complaint cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
It was reported the patient underwent a hip arthroplasty and was implanted with zimmer biomet products. Subsequently, the patient was revised two (2) months post implantation due to dislocation of the undersized stem. Stem, bearing, and liner were explanted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: g3, g6, h2, h6. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with superior and likely posterior dislocation of the right femoral head. Possible loosening of the femoral component. Possible undersized right femoral head. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor trends.

Event description:
No additional event information to report at this time.